Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified and severely tortuous anatomy resulting in the reported failure to advance and the difficult to remove. Interaction with the mildly calcified and severely tortuous anatomy and/or manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a lesion with mild calcification and severe tortuosity in the right coronary artery (rca). The first xience sierra stent delivery system (sds) was advanced but could not cross the lesion due to the severe tortuosity. When the sds was removed there was difficulty and the proximal end of the stent became flared. A second xience sierra was advanced but could not cross the lesion due to the tortuosity. The second sds had the same issue during removal and the stent proximal end of the stent became flared too. The physician decided to abort the procedure as nothing could cross the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.